Manufacturer narrative:
On (B)(4) 2011 an hologic field engineer went to the site to determine the cause of the incident. The field engineer was unable to reproduce the reported problem. The magnification stand was operating to hologic specifications when securely attached to the system. The field engineer replaced the magnification stand and returned the one in question to the mfg facility for further eval. The magnification stand was received at the mfg facility and was evaluated by a mfg engineer. The mfg engineer noted a crack in the carbon fiber on the right side of the frame, as well as minor scratches on the frame. It is unk if the damage was caused prior to or when it fell from the system. Other than the slight damage observed, the magnification stand met all hologic dimensional specifications. A functional review included attaching the magnification stand to a (B)(6). This test revealed the visible damage did not prevent the normal operation of the magnification stand. It could not be determined what made the magnification stand fall from the machine.

Event description:
During a mammography procedure the technologist turned the sys c-arm to a 90 degree lateral angle. While positioning the pt the magnification stand fell from the system and landed on the technologist's foot. This caused soreness to the technologist's foot similar to a sprain, but she is walking normally.